Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and determined to be at issue. No further evaluation or service was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.